Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock impedance measurements, measuring at 11 ohms inside the operating room. Troubleshooting was performed outside the operating room and all measurements came out normal and within range. Initially when the patient was in the lab, there were noise markers noted. However, it was confirmed that there was no evidence of noise on the pace and sense component of the lead nor there was noise seen on the electrogram (egm). Technical services (ts) reviewed the data and stated that the out-of-range shock impedance measurements, could be due to electromagnetic interference (emi) and they were not able to be reproduced outside the operating room. The patient lead was implanted in trinidad and tobago, and the patient is currently in united kingdom. This lead remains in service. No adverse patient effects were reported.